Manufacturer narrative:
Received one used list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# unknown and one medline syringe 60 ml. One used list# ch2000s-c, spinning spiros® closed male luer, red cap (lot# unknown) and one medline 60 ml syringe were received and visually inspected. As received, the spin feature of the spiros was activated and spinning freely. The spiros was returned securely connected to the syringe. Red drug residuals were present within the spiros housing. No other damage or anomalies were found. The spiros was disconnected from the syringe and pressure leak tested. Leakage occurred from the o-ring/poppet interface while the spiros was in the unactivated position. The reported complaint of leakage can be confirmed. The probable cause is due to an error during the o-ring molding process in salt lake city. The disassembled poppet, o-ring and post of the spiros were measured according to product design specifications. The o-ring of the was found to be too small and failed the outer diameter specification. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the nurse experienced a leak of doxorubicin during ivp (intravenous push). There was patient involvement and no report of harm and no adverse event.